Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that the sensor was inserted by a nurse, and on the same day the patient started to experience nausea, as well as itching around the sensor. The location of the reaction was located on the right side of the abdomen between the rib cage and waist. Two days later, on (B)(6) 2018, the itching was worse and the patient saw a doctor. The doctor prescribed atarax hydroxyzine hcl tablets to treat the reaction. The sensor was removed on (B)(6) 2018 due to itching and redness. Upon removal, the skin had redness at the insertion site, and there was pus and watery blood where the sensor wire had been inserted. Additionally, the patient indicated that she has metal allergies. After the skin reaction occurred, the patient was told that she is allergic to the platinum wire in the sensor. At the time of contact, it was indicated that the patient still had redness and pus at the sensor insertion site. No additional event or patient information is available.